Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, which was confirmed through x-ray, and muscle or pocket stimulation. The patient has been scheduled for lead revision. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was revised due to dislodgement, which was confirmed through x-ray, and muscle or pocket stimulation. No additional adverse patient effects were reported.